Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user received a low glucose alert while sleeping, consumed approximately 20 g of carbohydrate without confirming the glucose level, and later experienced persistent hyperglycemia; customer support noted no corresponding low in reports, educated on possible sensor compression during sleep, and confirmed ongoing automated insulin delivery with small corrections. Symptoms included hyperglycemia. Outcomes included user self-monitoring with no reported medical intervention or hospitalization. Investigation included review of available reports and user feedback, education on sensor compression lows, and discussion of automated insulin correction behavior. Investigation of this case revealed that a likely compression-related false low led to unnecessary carbohydrate intake, and the user had reduced the ilet weight setting by 15 percent against guidance, which could have reduced correction aggressiveness; no device malfunction or component failure was identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with user response to a potential sensor compression event combined with altered therapy settings.